Manufacturer narrative:
Citation: katelyn monaghan, et al. Surgical aortic valve replacement with y-incision aortic annular enlargement provided better hemodynamics than transcatheter aortic valve replacement. Jtcvs structural and endovascular. 2026; 9:100091. Doi: 10.1016/j.xjse.2025.100091 earliest date of publication used for date of event. Earliest approved evolut product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding surgical aortic valve replacement (savr) with y-incision aortic annular enlargement (y-aae) versus transcatheter aortic valve replacement (tavr). The study population consisted of 362 patients who underwent either savr+y-aae (n = 70) or tavr (n = 292). In the savr+y-aae group, 67 patients received a non-medtronic magna ease valve and 3 received a medtronic avalus valve. The following adverse outcomes occurred in this group: atrial fibrillation, left bundle branch block, complete heart block requiring pacemaker implant, prolonged ventilation, pneumonia, renal failure requiring dialysis, reoperation for bleeding, mild aortic insufficiency, and readmission for cardiac reasons. In the tavr group, 35 patients received a non-medtronic sapien 3 valve and 257 received a medtronic evolut valve. The following adverse outcomes occurred in this group: atrial fibrillation, left bundle branch block, complete heart block requiring pacemaker implant, prolonged ventilation, pneumonia, renal failure requiring dialysis, stroke, prothesis-patient mismatch, mild to moderate aortic insufficiency, and readmission for cardiac reasons. As noted in the article, the three-year survival was 98% in the savr+y-aae group compared with 79% in the tavr group. However, no evidence was presented to suggest a causal relationship between a medtronic product and any deaths.